Event description:
It was reported by an allegiance product quality report a tsw35 "failed during surgery." The contact from purchasing was called and she said two tsw35s would not fire. They tried to reload them, but they still did not fire. One was discarded. The rep was notified to follow up.